Manufacturer narrative:
This report is submitted on september 27, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced recurrent skin issues at the abutment site. Subsequently, the abutment was removed and allowed the site to heal. Later, the patient was converted to a subcutaneous baha implant system. During the procedure a magnet was placed on the internal fixture (date not reported).

Manufacturer narrative:
This report is submitted on november 26, 2018.